Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the low speed and pump stop events captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut 0.25¿ from the pump housing and the distal portion was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft hardware. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the heartmate ii lvas revealed no evidence of depositions or thrombus formations. Electrical continuity testing did not reveal any discontinuities. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield throughout the length of the driveline. The clear bionate was discolored, but otherwise appeared unremarkable. Visual examination of the underlying wires revealed breaches in the insulation of the green, black, and brown wires 0.125¿ from the pump housing, the red wire 1¿ from the pump housing, the yellow and orange wires 1.5¿ from the pump housing the brown wire 2.75¿ form the pump housing, and the black wire 21.25¿ from the metal connector, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The distal end segment of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any of the wires made simultaneous contact with the metal braided shield, the resulting short would have caused the pump stop events while the system was operating on battery power, as captured in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump off alarms were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. It was reported that the patient received a pump exchange on (B)(6) 2019. No additional information was provided.